Event description:
On (B)(6) 2025, the user required assistance with a supply change and noted elevated blood glucose (bg) of 313 mg/dl afterward, attributed to having the ilet off for a period due to issues with another device. Agent follow-up showed that the ilet was displaying higher bg than a fingerstick reading; calibration was attempted, and a further follow-up was planned. The dexcom g7 sensor was ultimately changed, and bg returned to range. Lowest blood glucose (bg) recorded was 313 mg/dl. No prolonged out-of-range period, outside assistance, medical intervention, or symptoms were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.